Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during when lv cap confirm threshold, far-field oversensing of the atrium is noted. Programming changes were discussed. The patient was not symptomatic.